Event description:
A user facility reported to olympus during a procedure, the spare lamp has been coming on more and more frequently on the evis exera iii xenon light source. The blue error message came on saying check lamp. Either the unit was overheating and kicking the spare on even with a good bulb or there was a defect with the sensor that initiates the spare lamp to come on. There was no patient impact due to the auxiliary lamp on the unit automatically turns on. When the problem occurred, a new lamp was installed between each procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac instructed the customer to send in the unit for repair. The evaluation uncovered the unit would overheat. The unit has clogged ventilation and the vent on the top cover was rusted. The air ducts material has fallen off and was blocking the airflow from the rear (above the exhaust fan). Additionally, inside of the unit itself there was dust and debris buildup and insufficient amount of thermal paste on the lamp which would also reduce the number of hours for the bulb. This also could cause the unit to overheat. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the insufficient amount of thermal paste on the lamp. And the clogged ventilation could not be identified. Olympus will continue to monitor field performance for this device.